Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (lack of info, unk cause of endoleak). Eval, conclusion: (lack of info, unk cause of endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as severe calcification with no tortuosity. The stent grafts were successfully implanted in the pt. The final angiogram was run and there was a type IV endoleak; the physician elected to implant a palmaz stent in the location of the type IV endoleak and the endoleak was reduced to a blush. No additional clinical sequelae were reported, and the pt is fine.